Manufacturer narrative:
This event is currently under investigation.

Event description:
A female patient (currently (B)(6)) received cyberknife stereotactic radiosurgery (srs) in 2018. On (B)(6) 2022 during brain surgery the patient was found to have "radiation-related necrosis with cavernoma-like vascular proliferation and vascular inflammation".

Manufacturer narrative:
Clinical affairs reviewed the event details. Accuray was made away by a customer site of a patient that had confirmed brain necrosis related to radiation therapy treatments completed on a ck system. Interviews of the site oncology nurse and medical physicist confirmed injury is a known side effect of the treatment. Patient was made aware of the potential side effects in the site's informed consent form. The patient's plan was reviewed by the site and there is no allegation the system malfunctioned.